Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo. The inner insulation had a depression breach, and the outer insulation of the lead developed a breach due to a depression while in vivo.

Event description:
It was reported that the patient's right ventricular (rv) lead had indicated non-physiologic oversensing with sequential biventricular pacing. Additionally, the right atrial (ra) lead and left ventricular (lv) leads were noted to have insulation damage; there seemed to be friction between the two leads. All the leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).